Manufacturer narrative:
(B)(4).

Event description:
Procedure type: oophorectomy and salpingectomy. According to the reporter: the device threw sparks. The tip of the device was broken and the 5mm piece fell into the pt cavity. The piece was retrieved. Another device was used to complete the procedure. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes.